Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that it turns off during use. The fse found that the issue was occurred due to power supply inside m-cabinet is defected. Fse replaced relay in the power supply inside m-cabinet. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was turned off during use. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system turned off on its own. Philips has started an investigation of this complaint. .